Manufacturer narrative:
The insulin pump was unable to prime during the prime and compromised force sensor system alarm during the prime test due to faulty force sensor system. The pump was unable to perform basic occlusion, occlusion and excessive no delivery test due to compromised force sensor system alarm. The pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 190 mg/dl. The customer stated that the piston kept pushing insulin but does not see the numbers on the pump. The customer stated that she is unable to exit the preparing to prime loop. The customer was advised to hold down the act button until they receive the second series of beeps and numbers to appear on the screen. The customer stated that the second series of beeps did not appear on the screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.